Event description:
A filter was placed without incident in a terminal cancer pt with a recent incident of pulmonary embolus. The pt expired five days post placement. Autopsy revealed the filter was full of clots and thrombus was noted in the pt's pulmonary artery. It could not be determined if the pt's demise was related to the pulmonary embolus pre-placement or if recurrent pulmonary embolus post placement was the cause of death.